Event description:
It was reported that during a carotid artery bypass graft procedure, the needle used had a burr which damaged a vessel. The surgeon used 4 or 5 additional stitches to repair the damaged vessel. The pt is reportedly doing fine. No add'l intervention was necessary after the surgery.